Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic surgery using the subject device with usg-400, the tissue pad was peeled and fall. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation and investigation. Omsc found that a part of the tissue pad was peeled but not fall.

Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. When the peeled tissue pad was fitted to the non-insulated part, no detachment of the tissue pad was confirmed. <<manufacturing record investigation>> the device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultra-sonic output. [Inspection] appearance. Omsc presumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to the ultrasonic energy which was delivered without grasping tissue between the closed grasping section and the distal end of probe (including after the tissue already cut). The above device handling has warned in the instruction manual.